Manufacturer narrative:
Device not returned.

Event description:
It was reported the pt expired due to cardio/resp insufficiency due to anterior, lateral and inferior myocardial infarction with a ejection fraction of twenty percent. The device was not explanted.